Event description:
The customer reported that while the central station was in use monitoring patients along with ambulatory telepacks, the central lost all signals from the telepacks. The customer reset the system and monitoring was restored. No patient injury was reported.

Manufacturer narrative:
The company service representative evaluated the system but could not isolate the cause of the reported failure. He captured the system error logs and returned them to the factory for evaluation. Information in the error logs pointed to a power supply failure. The service representative returned to the site to replace the power supply. He was advised that the system had shut down two additional times. After replacing the power supply, he tested the system to factory specifications. It functioned normally and was returned to use.